Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery. Unable to confirm e70 error alarm due to history file overwritten with a47 alarms due to a corrupted history file; also unable to verify a35 or a60 alarm due to motor error alarm. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during our testing. However, the insulin pump powered up properly after battery installation and no blank display was noted the insulin pump had normal operating currents and no unexpected off no power, weak battery bad battery, low battery, battery out limit, failed battery test alarms during our testing. The insulin pump passed self test, a21 error test, rewind test, basic occlusion test, prime test and displacement test. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed motor error and motor position encoder error. Customer reported that the insulin pump also alarmed motion sensor test failure as well. Customer's blood glucose levels were not included in the report. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.